Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. The analysis is pending.

Event description:
Connection issues during the implantation procedure: therefore, the device was not implanted.